Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was observed that the merlin programmer made a device longevity overestimation during a previous follow-up. Technical support was contacted and provided an updated device longevity estimation. The patient was in stable condition and will continue to be monitored.